Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng, inratio: 2.9, lab: 2.1; date: (B)(6) 2010, inratio: 5.5, lab: 3.4.

Manufacturer narrative:
Investigation pending.